Event description:
Pt admitted with diagnosis of failed orif left hip. The pt has a history of fall sustaining left hip comminuted central sutbrochanteric fracture. The pt underwent physicial therapy after discharge but never went for their follow-up with surgeon. They were seen by their primary care physician for left leg pain, x-rays normal. The pt was referred for further physical therapy and followed-up later in primary care dr's office. Pt's x-rays at this time revealed loosening of distal screw and shifting of plate. The pt. Had visible oblique fracture line inferior to the greater trochanter with anterior displacement of the distal fragment. The pt also had oblique fracture line distally with varus angulation of the distal femoral shaft. The pt underwent re-do orif with placement of bone allograft.